Event description:
It was reported that this pacemaker exhibited loss of capture on the left ventricular (lv) lead. Subsequently, a revision procedure was performed and the pacemaker was explanted, while the lv lead was surgically abandoned. Both product were successfully replaced. No additional adverse patient effects were reported.